Manufacturer narrative:
Lot number: 0032941630. The intellamap orion catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and no defects were noted. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, no electrical problems were detected. The device was recognized by rhythmia hdx system and shows evidence of noise issues and also inactive channels. Laboratory analysis was unable to confirm the array damage allegation since the device passed all the visual inspections.

Event description:
It was reported that during the preparation of a re-do pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), an intellamap orion catheter was selected for use. 8 splines were broken while conditioning the orion catheter. No information was provided regarding how the issue was resolved; however, procedure was able to be completed successfully without any patient complications. Catheter was returned for analysis.

Event description:
It was reported that during the preparation of a re-do pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), an intellamap orion catheter was selected for use. 8 splines were broken while conditioning the orion catheter. No information was provided regarding how the issue was resolved; however, procedure was able to be completed successfully without any patient complications. It is unknown if the catheter is available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.